Event description:
It has been reported that the device is failing self-test.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Corrected PMA to p180028 and model number to 861304.